Manufacturer narrative:
Product analysis device returned with the filter basket extended out of the recovery catheter filter wire bent no deformation to filter basket. No deformation to gold proximal mouth floppy tip deformed kink to delivery catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 90% stenosis lesion due to plaque in the proximal common carotid artery underwent a procedure using the spider fx embolic protection device. During the procedure, the vessel was pre-dilated. After deployment of the embolic protection device through the lesion, radiographic imaging was conducted and revealed that the device was not attached to the vessel wall. Upon withdrawal of the device, an abnormal metal ring was found on the embolic protection device. The procedure was completed by replacing the device with a new spider fx embolic protection device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.